Event description:
Customer reported that the insulin pump alarmed motor error during prime went blank and can't reset it. He stated that he has been going through the airport for 20 years but nothing has happened to the insulin pump. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.